Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -12.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device, too large/long.